Event description:
The physician reported that the patient¿s lead is showing under the skin and that he has never been able to see the patient¿s lead in the past. The patient was also noted to have some voice quivering. The physician stated that it is unclear if there was any trauma that could have caused/contributed to the lead protrusion but that the patient was in a bicycle accident 2-3 months after initial implant. The patient was referred to a surgeon. No patient manipulation or trauma to the device area that could have caused or contributed to the protrusion per the physician and no physiological changes. The physician indicated that the voice quivering is with stimulation.

Manufacturer narrative:
.